Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call to have low blood glucose between 48 mg/dl and 56 mg/dl. Customer reported to have felt sick and nauseous and not have bolused or eaten much. Customer reported to have passed out a few times and went to the hospital for a urinary tract infection. Customer was given medication for infection. Customer declined troubleshooting for low blood glucose.